Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Unknown date when non-union, pain or discomfort occurred. Additional product codes: mnh, mni. Partial UDI: ((B)(4); lot number unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a l3-l5 posterior spinal fusion on (B)(6) 2015 with synthes uss. The patient had pain, irritation, and discomfort. According to the surgeon, the patient did not heal and has a nonunion. The patient went in for revision surgery on (B)(6) 2016. The surgeon explanted all the hardware from the (B)(6) 2015 surgery. There were no product issues with the hardware. There was no surgical time delay reported. The surgeon re-instrumented the patient with synthes uss from l3 to l5 and successfully completed the procedure. Patient status outcome is unknown. This complaint involves twenty devices. This report is 3 of 20 for (B)(4).